Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the tubing that was connected to the active exhalation control module was found to be disconnected. The tubing was reconnected to the active exhalation control module to address the issue.